Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in one piece with an extraction tool stuck inside the lead. Upon electrical testing, there was no indication of conductor fractures. However, an internal short was noted between conductor paths due to a damaged inner insulation of the distal region consistent with procedural damage. Upon visual and x-ray inspection of the lead, there were no anomalies found except for procedural damage.

Event description:
It was reported that the patient's presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.